Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7013588.

Event description:
It was reported that the spinal cord stimulator (scs) was not functioning as intended and was irritating for the patient when stimulation was turned on. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded.